Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
We received an allegation of questionable results for approximately 5 patient samples tested for calcium gen. 2 (ca2) on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample. The initial result was 6.2 mg/dl. The repeat result was 10.3 mg/dl. The sample was repeated as the initial result was critical and inconsistent with the patient¿s previous results. The repeat result was believed to be correct.

Manufacturer narrative:
The last calibration performed on (B)(6) 2024 was ok and there were no alarms. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The field service engineer found damaged vacuum tubing on the rinse mechanism. The tubing was replaced. Air purges, reagent priming, and mechanism checks were performed. Calibration, controls, and precision studies were performed. The investigation determined the service actions resolved the issue.